Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Right hip revision due to fractured stem. Patient heard a pop, xrays show a fracture of the stem 1/3 the way down, no fracture to the femur.